Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer addressed alarms by changing out pump supplies and resuming insulin delivery. System check was performed with tandem technical support for and no issues were identified; however, customer was using fiasp insulin. Customer's blood glucose was 92-115 mg/dl at time of alarms.